Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. The lens was returned positioned incorrectly in a cartridge. Inadequate viscoelastic is observed in the device. The lens is located between the loading area and the nozzle entry area. Both haptics are extended. The lens is pressed up instead of biased down. There is evidence the cartridge was placed into a handpiece. The complainant states the use of a viscoelastic which is not qualified to be used with the associated iol/cartridge combination. The root cause for the reported event appears to be related to a failure to follow the dfu. The lens was positioned incorrectly pressed up against the roof of the cartridge. The dfu instructs to bias the lens down before advancing the lens in the cartridge. Failure to follow this step can cause the lens to advance incorrectly. The dfu also instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. In addition, the viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. This product malfunction was originally reported under an alternative summary report. The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. (B)(4).

Event description:
A facility representative reported a surgeon noted that an intraocular lens (iol) was stiff and would not load into the cartridge. There was no patient contact or impact.